Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump. It was reported that the pump had no insulin flow blocked alert. It was reported that the customer believed the device was not delivering insulin. It was reported that the customer had changed the pump 4 times and had begun to use manual injections. It was reported that the customer was in spain and would call back at a later time. No further information provided.